Event description:
It was reported, the camera head's connector to the stack was loose and the wires were exposed. The issue occurred during preparation for a urology cystoscopy and stent change. There were no reports of patient harm.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head's connector to the stack was loose and the wires were exposed. The issue occurred during preparation for a urology cystoscopy and stent change. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leaking cable. Based on the investigation's results, it is likely that the following led to the malfunction: the most probable cause of the complaint was component failure. Olympus will continue to monitor the field performance of this device.